Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit had missing segments. It was also reported that spo2 value was displaying without contact with any object. The customer reported that there was no patient involvement.